Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had rejected brand new battery two three times esc buttons sticks sometimes had to press more than one to get it to work and screen had little bit of cloudiness when pump gives insulin it click and give noise. The customer also state the random no delivery alarm and rewind had gotten slower. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be return for analysis.